Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an unspecified titration errors during use of the device. No additional information was provided. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported an unspecified titration errors during use of the device. No additional information was provided. There was patient involvement but the information on patient impact is unknown.